Event description:
A report was received that following an implant procedure, the pt was feeling numbness in his legs. The physician believed that there was either a blood clot or that the lead was putting pressure on the spinal cord. The physician explanted the entire system and the pt was able to regain feeling in his legs.